Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some testing to do for myopotential noise. There were no additional adverse patient effects. The system remains implanted.